Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The insulin pump had pump error alarm. The customer¿s blood glucose level was 447 mg/dl at the time of incident. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. The customer was assisted with troubleshooting. The customer will continue to use the device.

Manufacturer narrative:
The insulin pump passed the a21 error test, displacement test, seat, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. No motor error alarm during testing. The insulin pump history download using thds was successful. However, the device confirmed at the insulin pump history file event date and time of alarm: (B)(6) 2022 16:24:19 alarm #43 - alrm_motor_error normal bolus. Problem isolated to the motor assembly. The device was cut/open and inspected no moisture damage or component damage found inside the insulin pump. Test reservoir lock properly inside the reservoir tube. The motor was tested outside of the device and passed. The following were noted during visual inspection: cracked reservoir tube lip and cracked battery tube threads. The device passed required testing. However, confirmed motor error alarm at the insulin pump history file. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.